Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.

Event description:
During ventilation, c6 shows message "external flow sensor failed" and machine switch to pcv mode because of the flow sensor failure ventilator is used with an humidifier and a lot of condesation is produced users said that there is a lot of fluctuation in the mesurement of volume and flow users replace the ventilator with another one I did preop test and test in ventilation with a test lung and all it's ok.